Event description:
It was reported that an ilet pump with serial number (B)(6) generated recurrent ¿67 - vbuck boost over/under voltage¿ alarms after restarts, exhibited repeated insulin leakage despite multiple supply changes, and the user experienced sustained hyperglycemia; the user transitioned to subcutaneous insulin via pen and a replacement pump and supplies were shipped. Symptoms included high glucose levels. Outcomes included interruption of pump therapy and use of backup insulin delivery. Investigation included device replacement logistics, data synchronization guidance, shutdown instructions to prevent further alerts, return shipping facilitation, and counseling on continued cgm use with the dexcom app or receiver. Investigation of this case revealed a pump malfunction consistent with power regulation fault accompanied by infusion integrity issues. It was concluded that the reported malfunction affected insulin delivery, and the user must perform a new startup on the replacement device because ilet data will not transfer. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.